Event description:
It was reported that the customer experienced low blood glucose levels and that the insulin pump sustained damage to the top of the reservoir compartment. The blood glucose reading was in the 20 to 30 mg/dl range. The customer stated that she was unsure whether the physical damage affected the blood glucose levels. She stated that her doctor had made adjustments to her device settings and completely disconnected from the insulin pump. She stated that she had been using manual injections to treat leading up to the low blood glucose event. She stated that her husband suspended the insulin delivery from the insulin pump and treated with juice and food, but the blood glucose levels kept dropping. The blood glucose reading was 190 mg/dl at the time during which she observed the chipped part at the top of the reservoir compartment. She noted that the damage was just from the device being worn. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.